Event description:
The customer reported the system had generator errors. This resulted in an intermittent, recoverable loss of imaging functionality. This could result in procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.